Event description:
A malfunction was reported on the pump, identified by a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue arises again, which they acknowledged and understood.